Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issue.  Proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use.  The cause of the reported issue could not be determined.

Event description:
It was reported that the customer's device was powering itself off. There was no report of any patient use associated with the reported issue.